Event description:
It was reported that the lead was repositioned due to oversensing with subsequently normal sensing.

Manufacturer narrative:
Combination product: yes.-

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 11th of april 2024 and 18th of october 2024 recorded an initial stable pacing impedance of 400 ohms with a sudden increase to >3000 ohms in september, followed by a brief drop to 600 ohms in october and another brief abrupt increase to >3000 ohms, with a final drop to 400 ohms until the end of the recording period. Furthermore, an initial stable shock impedance of 70 ohms was recorded, with a sudden increase to >150 ohms in september and a drop to 50 ohms in october until the end of the recordings. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.